Manufacturer narrative:
(B)(4).

Event description:
It was reported episodes of nonsustained ventricular oversensing were observed on a recent merlin transmission. The oversensed signal appeared to be either lead noise or myopotential. The patient was not dependent and is asymptomatic. Programming changes were made to the device settings. Following a month later, new oversensing episodes appeared. No resolution has been considered. The patient is still doing well. No further information is available.